Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One performer introducer sheath, a wire guide, and three dilators (sizes 10fr, 12fr, and 14fr) were returned for investigation. The product does not appear used, as there is no biomatter. There is no noted damage to the sheath, wire guide, or the 10fr or the 12fr dilator. However, the hub of the 14fr dilator was separated from the shaft. The separation appears clean as if it were cut or sliced. The dilator does not appear to have been folded, bent, or experienced any forces that would cause separation. There are a few kinks on the sheath, but these appear unrelated. Additionally, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record for the reported lot and subassembly lots showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufactures instructions and quality control procedures were conducted, and no gaps were discovered. The instructions for use (IFU) provided with the device states: ¿how supplied - ¿. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred¿. The customer report of the hub of the dilator separating from the shaft has been confirmed based on visual examination of the returned device; however, based on the information provided and the examination of the returned product, investigation has concluded the cause of this event cannot be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the connector on top of a performer introducer was found to be loose upon opening the package. The device did not make patient contact.